Event description:
The minicap had fallen off of the transfer set. The incident occurred on 2/11/2006, and the home pt refused to come to the clinic and have the transfer set changed. The home pt did not have any pt injury or medical intervention occur as a result of the incident.